Manufacturer narrative:
Pc-(B)(4). Date sent: 3/4/2022 d4: batch # 308a07 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was obtained: the adverse event occurred during the specified procedure and at the 3rd shot of vasecr. The treated vessel was a pulmonary artery of 9-10 mm in diameter (according to the primary), 5-7 mm (according to dr. (B)(6)). The suture gap gave way in 3 places where the vessel seemed to have torn and from which blood came out. They had to convert. Dr. (B)(6) before firing on the vessel did not exercise the 15 'prestress. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformance's / manufacturing irregularities] were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that they used the pve stapler on an artery. The staples did not hold up and reopened 1 minute after the shot. They had to convert from vats to open. They opened a sae model (serious adverse event).